Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery on (B)(6) 2012 and a mesh was implanted. It was reported that the ¿hernia ruptured through the mesh,¿ and the patient had an incisional hernia repair on (B)(6) 2012 which detected that the mesh previously implanted had a vertical line defect through it. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion code no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.